Manufacturer narrative:
The imaging system was removed from service and returned for analysis. Medtronic investigation of returned suspect system was unable to replicate the reported issue. A visual inspection of all x-ray components and wiring was completed with no observations found. Dose measurements were performed along with accuracy of radiation output; all dose measurements were within the normal operation of the system. The x-ray generator was stress tested with exposures of 150 kvp for 100 ms to verify high-voltage barriers are intact; no failures occurred during the stress test. Automated testing was completed with thermal cycling (10°c to 30°c) simulating 100 patient procedures, which includes three 3d and nine 2d image acquisitions per patient exam. During the automated testing an image quality phantom was positioned within the gantry and the associated images were evaluated for any significant degradation in quality. There were no image quality related issues identified during testing. To summarize, per the above testing the system is performing to specification with regards to radiation output and image quality. The reported event could not be duplicated by medtronic personnel

Manufacturer narrative:
Part(s) and/or the system have not been returned for evaluation. System log files revealed a "generator interface status event: generator interface error" indicating a hardware fault in the x-ray generator, although this cannot be confirmed since no parts have been returned.

Event description:
A medtronic representative reported that during an electrode placement procedure, the imaging system was unable to acquire images. When attempting to take a non-navigated 3d spin, the system terminated the spin early and displayed an error message. The system was rebooted several times, after which a second spin was attempted with the same result. The use of medtronic imaging was then discontinued and the necessary images were taken with a c-arm. The procedure was completed successfully after a delay of less than 1 hour. No patient impact was reported.

Manufacturer narrative:
(B)(6).